Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The root cause was an user error which led the water of a humidifier flow into to the ventilator. There was no patient or user harm reported.

Event description:
The report say: on jul. 21, 2020, the ventilator was going to be used for maintaining the patient's breath. When moving the ventilator, the nurse unintentionally made the water in the humidifier flow into the ventilator, causing failure of the ventilator to start.